Event description:
It was reported that the pt underwent a spinal procedure using posterior fixation. The pt had pain after the procedure. It was found that an iliac screw was broken. No revision surgery is planned and no other info is available at this time.

Manufacturer narrative:
Device remains implanted. Product return is not possible at this time. Unable to determine the cause of the event.